Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated the device has not been exposed to a high magnetic field or dropped or bumped. The alarm occurred during prime process. Customer was able to rewind the insulin pump. Blood glucose value is 23.6 mmol/l; customer had to revert to manual insulin injections. Customer was advised to contact the hospital to organize the device replacement.